Event description:
The complainant reported that the pump experienced an optical sensor failure after the device was repositioned during support. Both the placement signal and lv signal stopped working as a result of the failure. Patient support continued with the installed device as the motor current, flows, and purge pressure remained within acceptable limits.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The returned pump was connected to an automated impella controller (aic) and placement signal not reliable reproduced. The pump was soaked and water but the alarm persisted. A loose patient cable to kink protector bond was observed with the patient cable able to rotate freely. The cause of the optical signal failure was a damaged optical fiber line during torqueing the device due to a loose patient cable to kink protector bond. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.